Event description:
While preparing it for a case, they were not able to attach any syringe or rotating haemostatic valve to the luer hub. The catheter was never inserted into the patient. Another prowler was opened and used without incident. There were no adverse events associated with this device defect. The product was stored per labeling instructions. Prior to removing the product from the package, no section of the package was damaged. The rotating haemostatic valve and syringe that did not connect to the luer hub were able to be connected to the next microcatheter. Neither device was a cordis/codman product (bd syringe and target rhv). The intended target site was the ica aneurysm. Other than the reported event, no damages were noticed on the microcatheter (kink, bend, fractures, etc). The product is available for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure prowler micro catheter luer hub had an incompatibility fit issue. While preparing it for a case, the md was not able to attach any syringe or rotating haemostatic valve to the luer hub. The catheter was never inserted into the patient. Another prowler was opened and used without incident. There were no adverse events associated with this device defect. The product was stored per labeling instructions. Prior to removing the product from the package, no section of the package was damaged. The rotating haemostatic valve and syringe that did not connect to the luer hub were able to be connected to the next microcatheter. Neither device was a cordis/codman product (bd syringe and target rhv). The intended target site was the ica aneurysm. Other than the reported event, no damages were noticed on the microcatheter (kink, bend, fractures, etc). There was no report of injury for the patient. A non-sterile microcatheter prowler 14 was received coiled inside of a plastic bag. The microcatheter was inspected and the distal section of it was found with several compressed/flat sections. The hub was inspected and it was found damaged. The hub of microcatheter was inspected under microscope and it was found damaged. The damages found on the distal section of the device were confirmed. A lab sample syringe (monoject) was filled with water and it was attached to the hub; when the pressure started to be increased, the hub began to leak. Attempts to over-tighten the hub were made and the hub did not tight to fit the syringe any more. The cause of the leak in the hub was due to the damages found on it. The reported failure as "luer hub - incapability fit" was confirmed during the functional analysis. The cause of the failure experienced by the costumer was due to the damages found on the hub. The cause of the damages found in the hub is undetermined. However, action was opened to address this kind of issues in ces microcatheters products. The cause of the compressed/flat sections found in the device could not be conclusively determined; procedural and handling factors appear to have contributed to these damages. In addition inspections are in place that prevents this kind of failures leaving from the facility. The complaint of compatibility fit was confirmed on analysis; however, the root cause of the damage could not be determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. However, action was opened to address this kind of issues in ces micro catheters products. Review of the information does not suggest what factors may have contributed to the confirmed event.